Manufacturer narrative:
(B)(4) for the investigation result of side car - rx pushback. Visual analysis of the returned device found the basket was in closed/retracted position. The tip of the basket was intact and the side car-rx presented pushback out of specification. Functional evaluation found the handle operation was smooth, and would retract and extend without issue. The evaluation concluded that during the procedure, manipulation of the device and interaction with the scope or other devices most likely contributed to the side car - rx pushback. Therefore, the most probable root cause of this complaint is "operational context" since due to anatomical and/or procedural factors encountered during the procedure, performance was limited. The device history record (DHR) review found the device met all manufacturing specifications.  A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was to be used in a procedure performed on (B)(6) 2017. According to the complainant, during procedure, the basket was failed to close. The procedure was completed with a different device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; side car-rx (guidewire port) pushback.